Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during bolus deliveries. Customer stated the no delivery alarm was resolved by an infusion set change. The customer's blood glucose was 184 mg/dl. The customer did not want to return their infusion set and reservoir for analysis. No additional information provided.